Event description:
Ous MDR. After an implantation period of approximately 13 months high thresholds were reported. The lead was capped and replaced.

Manufacturer narrative:
(B)(6) 2018 - we were notified by the manufacture that this file was not reportable in the us. This file was opened in error.